Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the line of a amia cassette without an alarm during peritoneal dialysis therapy. The air was noticed in the drain line. Renal therapy services advised the patient about the use of continuous ambulatory peritoneal dialysis. There was nothing found during trouble shooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.